Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.

Event description:
It was reported that an increase in pacing threshold was observed. Lead dislodgement was suspected. The lead was explanted.